Manufacturer narrative:
Device passed the self test, active current measurement and displacement test however, the device was received with a high sleep current measurement and the loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior due to cracked l7 on the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 638 mg/dl in the morning after waking up and the blood glucose level was unknown at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer did not mention any symptoms related to high blood glucose level. Customer received a low battery alert prior to the low battery alert to the replace battery alert or replace battery now alarm and the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer said he just inserted a new battery on sunday and the following day it said to change battery again. The insulin pump will be returned for analysis.